Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicates oversensing due to electromagnetic interference (emi)/noise. Apparent emi on multiple recorded episodes. Products: 6947-65 lead implanted: 2003 (B)(6); 4568-53 lead implanted: 2001 (B)(6). (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to a high number of short interval counts (sic) and noise. The physician believed that electromagnetic interference was occurring on the pace/sense portion of the right ventricular (rv) lead. Reprogramming was performed. Two additional lia alerts were triggered. The lead remains in use. No patient complications have been reported as a result of this event.